Event description:
The lay user / pt contacted lifescan (lfs) on june 28, 2006 alleging that her meter does not power on. A medical affairs specialist (mas) spoke to the pt on june 28, 2006 and obtained/ verified the following info: for the past three weeks the pt's meter would not power on. She took her set amount of 70/30 (25u am and 30u in the pm), while unable to test. On thursday, june 22, 2006 the pt woke up feeling tired and weak. She attempted to test on the meter and was unable to obtain a reading. She ate breakfast and attempted to test at lunch and was unable to obtain a reading. She ate lunch around 1:30 pm she visited her physician. She still had symptoms when she went to the physician's office. A blood glucose test was taken and a urine test was taken at the physician's office. She was told that her blood glucose was "high". The pt was not told what her reading was and was treated with oral medication. Her physician prescribed her oral medication to her daily regimen. The pt did not know the name of her oral medication and was not home to verify the name of the of the medication. The pt stated she replaced the battery according to the owner's booklet and the battery contacts were in good condition. The batteries were correctly installed and the meter did not power on. A customer care advocate (cca) sent the pt a replacement meter and control solution. The complaint is being reported because the pt was unable to test, later developed symptoms, and was treated possibly for hyperglycemia by a medical professional.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.